Event description:
It was reported that the tandem mobi pump unexpectedly shut down, displaying a reset screen with no blinking leds. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump's reset was a built-in safety feature, advising them that it required manual steps like restarting cgm sessions and reloading the cartridge. The caller understood and acknowledged these instructions.